Manufacturer narrative:
G4: 31jul2020, b4: 28aug2020. The replaced gas delivery system (gds) was returned for failure analysis. It was determined that the unit failed due to oxygen flow sensor caused by the "u1" component drifting out of specification. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported (o2) oxygen concentration out of specification. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported o2 concentration out of specification issue. The manufacturer¿s field service engineer (fse) replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.